Event description:
The event is reported as: complaint alleges: "the stapler jammed during use, but no harm was caused to the pt. Another visistat stapler was used to continue the procedure." Defect was discovered during an unknown procedure.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.